Event description:
Per the clinic, the patient experienced a recurrent infection on the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotic (specific date and duration not reported).